Manufacturer narrative:
An event of device deformity could not be confirmed. An image was received from the field showing the device in a cobra-like deformation. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 9f amlatzer trevisio delivery system. During the procedure, while implantation, it was noted that occluder was confirming to a cobra like deformation and not taking its desired shape. The deformed device was never released from the delivery cable. There was interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a new 10mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.